Manufacturer narrative:
Qn# (B)(4). A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A verification of failure mode reported in the current manufacturing process was conducted and the issue reported "clips not loading properly" was not observed in the current manufacturing process the clips were loaded, closed and released correctly. The device history review could not be conducted since the lot number was not provided. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip came out slantingly during surgery. Re-loading outside the patient's body failed, and then, another clip had the same result. Therefore, the competitor's product was used instead. No clips fell in the patient and there was no health injury.